Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the olympus flushing pump presented a cut on the tube approximately 10 cm to 15 cm away from the connection section between the maj-1608 and the endoscope, causing water leakage from the crack. The issue occurred during a diagnostic endoscopy procedure. There were no reports of patient harm.